Manufacturer narrative:
H6 impact code f2303 has been added.

Manufacturer narrative:
Investigation summary: ischemia/ hemodynamic instability: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1958342. Device history batch. Sub-component lot: n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was placed onto impella cp support for high-risk percutaneous coronary intervention. During the intervention, the patient experienced significant hemodynamic instability and was transferred to the intensive care unit with this system for further stabilization. Gradual stabilization of the patient but was already accompanied by clinical malperfusion of the left leg. After removal of the impella cp, significant ischemia on the right side was noted requiring intervention (percutaneous transluminal angioplasty).